Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches on the pacemaker housing. The header of the pacemaker was analyzed, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the (B)(4) specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker's memory content was analysed documenting a flawless device behaviour. The battery was found to be sufficiently charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. Additionally, a long-term pacing test was performed. The therapy functionality of the pacemaker proved to be flawless. In summary, the analysis of the lead and the pacemaker did not reveal any indication of a device malfunction. In particular the pacemaker was found to be fully functional. With regard to the issues as mentioned in the complaint description, the analysis of the pacemaker did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Ous MDR.

Event description:
Our MDR - after an implantation duration of about 47 months, a ventricular loss of capture was reported. No adverse patient side effects have been reported.